Manufacturer narrative:
Results: bd received one sample. The sample was visually inspected. Fm was observed on the needle hub. The fm was analyzed through ftir which revealed that the fm is likely a piece of filter from a blunt filter needle. Conclusion: bd was able to confirm the customer¿s indicated failure. (B)(4).

Event description:
Foreign matter was observed on the needle hub of the bd¿ blunt fill needle. There was no report of injury or medical interventions.